Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain at the ipg site has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken (B)(6) 2020 during which the ipg was repositioned. Stimulation was restored following the procedure.